Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated that the insulin pump was not possibly exposed to high magnetic fields. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.